Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as rashes that are bleeding due to the patient using a back scratcher. During a follow-up the patient stated that the area is still that same. The final medical outcome of the irritation is unknown.